Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 600 mg/dl. The customer administered a manual injection to resolve elevated blook glucose level. Customer loaded a new cartridge to resolve cartridge change error.